Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 4/30/2021. H6: investigation: instrument sedi 40 00142 was returned to the manufacturer for service with respect to the reported defects ¿ mixing problem and not detecting tubes. The instrument was evaluated by visual examination and functional testing and the belt was found to have low tension. There was also lots of dust and blood particles inside the machine. The belt was adjusted and the machine was cleaned. No additional defects were found. DHR could not be performed due to unknown lot#.

Event description:
It was reported while using bd sedi-40 instrument the instrument is malfunctioning. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: the swivel mechanism no longer works properly, 2) seditainers are only read properly the second time. The swivel mechanism no longer works correctly/properly. Correctly filled bsg seditainer tubes must be placed 2x more often in the unit. The fill level is correct, but the unit only accepts the seditainer tube when it is second reading. Please check carefully whether something has been adjusted here. The central laboratory has been working with the device for a relatively long time.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd sedi-40 instrument the instrument is malfunctioning. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the swivel mechanism no longer works properly, editainers are only read properly the second time. The swivel mechanism no longer works correctly/properly. Correctly filled bsg seditainer tubes must be placed 2x more often in the unit. The fill level is correct, but the unit only accepts the seditainer tube when it is second reading. Please check carefully whether something has been adjusted here. The central laboratory has been working with the device for a relatively long time.